Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer initially reported being unable to obtain readings due to receiving a sensor error message while wearing the adc device. A replacement product was ordered and due to a delivery delay, the customer was unable to monitor glucose levels and experienced "low sugar body sensation, tremors, fatigue," a loss consciousness and was unable to self-treat. As a result, the customer reported self-treat with 10 units of insulin, fruit salad and experienced "delirium." Subsequently, customer required third-party intervention by while who called a healthcare professional (ambulance) who provided glucose gel orally 3 times for treatment. The customer further reported having contact with a doctor who provided apple juice as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.